Event description:
As stated on the medwatch form received from the hosp: 2 pins labeled 12mm were placed in caspar retractor: flouro x-ray for positioning taken. One of the pins was noticed to be longer. Pin removed. Pin measured to be 16mm. It was labeled 12mm. Surgery time was extended to remove the incorrect pin and replaced with a new one. There was no pt injury.